Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, corrected the date and insulin delivery was resumed successfully. Customer¿s blood glucose level was 187 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3